Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the prograsp forceps (pf) instrument had a frayed wire at the distal tip. The procedure was completed at the time of the report.